Manufacturer narrative:
Device history review (DHR) could not be conducted since no lot number was provided. Mfg (wi-dus-003 rev. 16, wi-dus-032 rev. 10 and wi-dus-033 rev. 11) and quality inspection form (qa-dus-001/f10 rev. 08) procedures and processes were reviewed and showed that proper controls were in place to guarantee that acceptable product is delivered to our customers. No corrective action can be established at this moment since the defective sample was not rec'd for eval. No conclusion can be established at this time based on the lack of defective of sample. It is necessary to have the physical sample in order to perform a proper investigation. MFR will continue to trend relating complaints.

Event description:
Complaint alleges: the complainant was the daughter of the end user. She alleges that her father's belly bag was defective. It leaked on several occasions and one night, his urine did not empty into the bag. The complainant was unable to provide a product number or lot number.